Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2020-10252. It was reported that patient presented to hospital on (B)(6) 2020 due to an inappropriate shock they had received from their implantable cardioverter defibrillator (ICD) and right ventricular lead. High defibrillation impedance was also noted on the lead. Lead was capped and replaced (B)(6) 2020. ICD was explanted and replaced during the same procedure. Patient condition was stable after the procedure.